Manufacturer narrative:
(B)(4). Results: occlusion, stent graft kinking. Conclusion and results: severely tortuous iliacs.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size iliac aneurysm approximately one month ago. The vessel morphology was reported as mild calcification and severe tortuosity in the iliac limbs and at the distal aortic bifurcation. The stent graft was successfully implanted in the patient. The patient presented for a one month routine follow-up. The CT performed demonstrated that the ipsilateral limb had a kink and there was thrombosis build up and the limb was occluded. The patient had a femoral to femoral bypass on approximately one month post index procedure. No additional clinical sequelae were reported and the patient is fine.